Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 2.5mmx40mmx146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured within the specified pressure. The device was completely removed and the procedure was completed with another coyote¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The coyote es device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.5mmx40mmx146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured within the specified pressure. The device was completely removed and the procedure was completed with another coyote¿ balloon catheter. No patient complications nor injuries were reported.